Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Communication has been made for the status of the return of the device and also patient information. Once the device and information has been received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician noted the leaking on the sides of the echelon microcatheter cannula as it was being flushed. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Received information that the microcatheter was not leaking. In the initial report, the customer reported that the cannula was leaking. Follow-up response was received clarifying that cannula means hemostatic rotating valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis and measured with now issues found. The distal tip was noted pre-shaped. The echelon-10 micro catheter was flushed, water was found to be leaking from the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from a hole in the catheter shaft at approximately 10.9mm from the proximal end of the catheter shaft (within the hub). No other anomalies were observed. The echelon-10 micro catheter was returned for analysis. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The returned echelon-10 micro catheter was found to have damage to the proximal portion of the catheter under the inner strain relief. The damaged surface shows evidence of skive damage in the proximal direction which created a hole through the catheter shaft and inner liner subsequently causing the catheter to leak. The failure mode associated with this issue were confirmed to be manufacturing related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.